Manufacturer narrative:
H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. A crack in the battery cover of the main unit was confirmed. No abnormality related to the reported event was confirmed on the product's appearance. After visual testing, functional testing was performed. The reported event was not replicated; the peep performance test result was approximately 20cmh2o, which was within the standard value (16.0 to 24.0cm h2o). The root cause was unknown as the event could not be confirmed. The battery cover was replaced, and the device passed all functional and performance testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the peep value is higher than the setting. There was patient involvement and unknown patient harm/adverse event reported. The event occurred during inspection prior to patient use. There was no patient involvement and no patient harm/adverse event reported.